Manufacturer narrative:
(B)(4).

Event description:
Received info, the pt experienced a loss of therapeutic effect and gets "zapped" when they turn the ins on/off or get adjustments. Pt has fallen multiple times over the past few years. They turned the ins off when the pt went to the emergency room. Pt then went into a facility. Ins has been on for the past few weeks but therapy does not seem to be helping as much and pt is having more tremors. Pt is currently looking for another physician to manage his device. Add'l info has been requested and if received, a follow up report will be sent.